Manufacturer narrative:
One 5mm half round rasp was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal tip has broken off. The shaft is bent. Dimensional assessment of the device confirmed it meets print specification. The condition of the device indicates it was subjected to excessive force during use. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Further investigation is not required at this time.

Event description:
It was reported that during the surgery the shaft of rasp broke, all pieces were removed from the patient's anatomy. No patient injury was reported.